Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that rv lead noise was inhibiting rv pacing. Lead noise was reproducible with isometrics. Patient is dependent to pacemaker. On (B)(6) 2019, the lead was capped and replaced. The patient condition is stable.